Event description:
The device was returned to a third-party service center in connection with the voluntary field safety notice/recall notification regarding the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation at the service center, a visual inspection revealed evidence of foam degradation. The device powered on successfully, and airflow was confirmed. The downloaded logs were reviewed, and no error codes were identified. The service center concluded that the customer¿s allegation was confirmed, foam degradation was visible, and the unit was corrected.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.